Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the image disk was full. Upon checking with the customer, quote for evaluation and repair service was sent to customer however the service is no longer required and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk was full which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.